Event description:
It was reported that the surgeon alerted the rep to a left knee that was revised due to infection. Sales rep was not present at the case.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon total knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.